Manufacturer narrative:
This report is submitted on october 30, 2018. (B)(4).

Event description:
Per the clinic, the patient experienced device extrusion and subsequently the device was explanted (date not reported). The patient was not reimplanted with a new device during the same surgery.